Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjective device had image does not display. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed, therefore the reproducibility of the phenomenon is unknown. A definitive root cause could not be identified. The information obtained from this complaint and the investigation results did not identify the cause of the occurrence, the device inspection did not confirm new visual and functional abnormalities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.